Event description:
The customer reported via phone call that they were hospitalized on unknown date due to diabetes ketoacidosis. Blood glucose reading was unknown. It was unknown weather auto mode feature was on or not at the time of incidence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.